Event description:
It was reported that during follow-up, the right ventricular (rv) lead was observed with oversensing. The cause of the sensing issue was undetermined and the sensitivity was decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant continued: 5554-45 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.